Manufacturer narrative:
H.6. Investigation summary: bd has been provided with photos for catalog 301500 lot 190502 to investigate for this record. Visual examination of the photos shows the "inner box" without label content on the syringe box. As a result, bd was able to verify the reported issue. The labels are printed and stuck "in line" in the secondary packaging machine. The variable information (lot number and expired date) is printed in a "blank" label (pre-printed with the needle size, color identification and bar codes); the label is stuck on the shelf cartons and introduced in the shipping case: all these steps are done automatically. Bd has an automatic detection system of the primary and secondary barcodes bd print on-line in the secondary packaging machine. So that, a reader allows to verify correctness of 100% of the pre-printed shelf carton and reject the shelf cartons with absence of label. The performance of this reader is challenged every 8 working hours. The cause of the problem could be related with a temporary failure in the label feeder in which reported shelf carton went through line without label, it was rejected but operator did not segregate the affected material properly. Considering this is the first time this lot has been reported for this defect, our manufacturing facility was alerted of the experience raising awareness on the production floor in order to pay more attention to this matter. No additional corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of needle 19ga 1-1/2in tw experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: customer has observed that the inner box has no labeling, as they are a distributor, they are unable to sell this further.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 19ga 1-1/2in tw experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: customer has observed that the inner box has no labeling, as they are a distributor, they are unable to sell this further.